Event description:
Customer reported a mislabeling on capture r ready extend ii, lot dn017. The strips were mislabeled with capture r ready ID, lot id086 labels. The frame has the correct label and lot (dn017). Customer performed antibody ID testing using crrid, lot id086 with a patient plasma containing anti-k. The reactions matched the anti-k reactions on the master list of crrid, lot dn017. The reactions on the master list for lot id086 did not match the reactions of sample with anti-k antibody.the product on hand, according to the customer, was a purple pouch(crrid-extend ii) embossed with lot dn017 containing plate labeled with lot dn017 with strip tabs labeled with lot id086.

Manufacturer narrative:
The customer reported the pouch was sealed prior to opening.retention inspection was performed on 1 pouch of crrid lot dn017. Product appeared as expected. All strips were labeled with the correct lot number. The plate frame was labeled with the correct product and lot. Testing with strips, lot id086 gave reactions that matched the lot dn017 master list for the anti-k antibody reactions. Testing with strips, lot dn017 also gave reactions that matched the lot dn017 master list for the anti-k antibody reactions. Returned lot dn017 (id086 stamped on strips) was tested with anti-d in wells 1-13 and anti-k in well 14. All wells were negative. Returned lot dn017 (id086 stamped on strips) was tested with anti-d in well 14 and anti-k in wells 1-13. Cells 5, 6 and 7 typed as k+; cell 14 typed as d positive. This reactivity was consistent with expected reactivity of capture-r ready-ID extend ii, lot dn017. Testing performed confirmed the strip labeled id086 was consistent with the phenotype for dn017.